Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The patient experienced a hypoglycemic episode which occurred on an unspecified day after the sensor was inserted (sensor location not specified). On (B)(6) 2024, the patient was sitting in his recliner and when his wife called for him, he did not respond. The patient¿s wife found him passed out. Ems (emergency medical services) was called. Once ems arrived, the patient¿s bg (blood glucose) meter reading was 40 mg/dl, and he was treated with a ¿sugar shot¿ (presumably glucagon). It was reported the dexcom ¿did not show any notification¿ at this time but no further information was provided. The patient regained consciousness after approximately 10-15 minutes. Ems stayed with the patient until his bg level was stable, however, no specific bg value was reported. There was no documentation that the patient was transported to the ER (emergency room). The patient was doing well at the time of the report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.